Event description:
Mattress noted to be deflated around 1330 and inflated by nursing assistant. A short time later bed alarm was noted to be activated, patient had exited the bed, but bed was not alarming. FDA safety report ID# (B)(4).